Event description:
Related manufacturer reference number: 2017865-2023-16705.it was reported the patient presented to in clinic for follow-up complaining of near syncope occurring multiple times a day. Upon interrogation, it was discovered the right ventricular lead was oversensing noise resulting in pacing inhibition. Programming changes were implemented. The patient was brought back for lead extraction. During the surgery, the atrial lead was adhered to the right ventricular lead. The atrial and right ventricular leads were explanted and replaced. The patient was in stable condition before, during, and after the surgery.

Manufacturer narrative:
The reported event of oversensing noise was confirmed while the reported event of atrial lead adhered to the right ventricular lead was not confirmed. A partial lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the oversensing was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart.